Event description:
Affiliate reported that the patient developed enlarged ventricles and as a result the pressure was changed. The patients condition however did not change. The pressure was changed again and still no improvement. It was determined that fluid was not flowing through the device and a blockage was suspected. As a result, the device was revised. After the revision the patient improved and an image confirmed that the white marker detached from the base plate.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Please refer to complaint (B)(4). A follow-up is being generated because adverse event or product problem in the medwatch is being reclassified to serious injury.

Event description:
In 1996, the device was implanted via v-p shunt at 130mmh2o. In (B)(6) 2012, it was noted that the ventricles of the patient's brain became too large. The pressure of the valve was changed from 130mmh2o to 60mmh2o, but the patient's condition did not change. On (B)(6), the pressure was changed from 60mmh2o to 30mmh2o, but the patient's condition did not improve. On (B)(6), it was noted that fluid did not flow through the device. The doctor suspected that the abdominal catheter was obstructed. On (B)(6), the abdominal catheter was replaced. After revision, the patient's condition was improved. In image, it was found that white marker came off from the base plate. (B)(4). Please refer to complaint (B)(4). A follow-up is being generated because adverse event or product problem in the medwatch is being reclassified to serious injury.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Eval summary: device not returned.